Event description:
It was reported that patient presented in clinic. The patient's right ventricular (rv) lead exhibited high defibrillation impedance, high pacing impedance, and high capture threshold. The lead was capped and replaced. Patient had no consequences.